Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet system and in a subsequent event reported low blood glucose with a nadir of 45 mg/dl lasting a combined 1 hour, during which the device provided low and urgent low alerts and the patient treated with orange juice; the patient sought guidance on adjusting cgm target periods and was advised to consult their clinician about setting a secondary target for sleep hours. Symptoms included weakness, dizziness, and blurry vision. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education regarding cgm target settings and coordination with clinical support for potential ilet adjustments. Investigation of this case revealed that the device alarmed as designed with unclear cause for the hypoglycemic episodes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.